Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, at the time of release after the completion of the first firing in extracorporeal colectomy, the release stopped halfway (knife did not return, the jaws did not open). Then the doctor opened the jaws with the manual adapter tool and there was no tissue damage. A new power handle, adapter and shell were used from the second firing, and there was no problem. The next day, when checking it, the display of the initial failure of the battery on the handle was noted. It was confirmed that there was no display indication problem before the operation. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs determined that during the last firing retract there was indication of the motor having stalled preventing the reload from being fully retracted. There were no indications of depleted battery or any battery errors in logs and the reported condition of "the display of the initial failure of the battery on the handle" is likely a handle error screen which occurs during initialization in every log after initial motor stall. The back handle housing was removed and there was no indication of contamination, damage to 44-pin flex cable or the motor end bell being loose. The motor and motor controller were analyzed. There was no indication of any issues with any of the motors. The motors were connected to another motor controller and were functioning as intended. This indicated that motor controller from handle was not functioning as intended. There was no indication of any external damage to the motor controller. The motor controller was found to be elec trically non-functional. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The reported condition was caused due to the failed motor controller. However, the cause for the motor controller's failure cannot be reliably determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.